Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a trained user requested to return the ilet system after discontinuing use due to dissatisfaction with tubing, perceived slow correction of high blood glucose, frequent low blood glucose episodes, and perceived complexity when starting supplies on body. Symptoms included episodes of hyperglycemia and hypoglycemia without reported injury, emergency treatment, or hospitalization. Outcomes included cessation of ilet use and transition back to a different insulin delivery system. Investigation included internal clinical and field team review with healthcare provider consultation and coordination of device and unopened supply return. Investigation of this case revealed user-reported therapeutic performance concerns without device alarms or confirmed device malfunction, and no component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.